Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was unable to inflate the cylinders properly because one of the cylinders had slipped out of the corporotomy and into the scrotum. A surgical procedure was performed to remove and replace the cylinders and pump. No patient complications were reported.